Event description:
It was reported that the device had an ail error. There was no reported patient involvement. Ail sensor assy- faulty. Other- specify in comments.

Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02753). This MDR resubmission now reflects the correct product registration number. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 09/05/2019 to 09/14/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had an ail error. There was no reported patient involvement. Ail sensor assy- faulty other- specify in comments.